Event description:
It was reported to philips that the device was not picking up etco2 reading. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.